Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, there were issues with exercising and retracting the helix prior to being implanted. Then noise was noted during the lead electrical mapping. It was noted that it was a known issue at this facility, most likely due to ablation equipment. A new lead was requested, and was implanted successfully. No adverse patient effects were reported.